Manufacturer narrative:
Date returned to mfg: 1/30/2024. Additional information was received that there was no patient involvement, and the product issue did not cause or contribute to patient or clinical injury. One device was returned for evaluation. Visual inspection revealed no physical damage. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown. H3: device not received by manufacturer.

Event description:
It was reported that the pump failed gravimetric accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.